Manufacturer narrative:
Correction d6a: correct if implanted, give date is (B)(6) 2024, not (B)(6) 2024 as previously reported. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, paresthesia and poor performance with the device. Re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was re-implanted with another device during the same surgery.